Manufacturer narrative:
The device is not expected to be returned for eval. No further conclusion can be drawn by the mfg site since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.

Event description:
The company received a report where it was claimed that the device did not provide a audible tone. The caller confirmed no pt involvement.